Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor overinfused during infusion. The device had been filled with 0.020 mg/ml trabectedine in 0.9% sodium chloride solution to a total fill volume of 275ml. The reporter stated that the expected therapy time was 24 hours; however, after approximately 10 hours there was approximately 100ml of solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.